Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The material separation was confirmed. The failure to advance and difficult to remove was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product issue exists. A guide wire polymer coating separation may occur when the wire is typically trapped within the anatomy or another device or stent in order to create the required forces to separate the material. It may also be possible that during use, the clearance between the guide wire and the cardiomems catheter was reduced causing the polymer to deform, bunch, tear and separation causing the devices to become stuck together, resulting in the catheter inability to advance, and the subsequent difficult to remove. Additionally, the lumen clearance may already be narrow based on the lumen ID of the cardiomems device which is unknown. The polymer bunching, and deformation may have also occurred when the wire was removed with resistance after removal of both devices from the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Revised description: it was reported that the procedure was to place a cardiomems sensor using a hitorque command 18 guide wire. The delivery catheter did not track over the guide wire and sheared off some of the coating. The delivery catheter and the guide wire were retracted and a piece of silicone sheared off the sensor. There was reported resistance removing the guide wire from the delivery catheter. A new cardiomems device and guide wire were used to complete the procedure. It could not be confirmed if any of the guide wire coating was left in the patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a cardiomems procedure using a hitorque command 18 guide wire. The sensor did not track over the guide wire and sheared off some of the coating. The sensor and the guide wire were retracted and a piece of silicone sheared off the sensor. There was reported resistance removing the guide wire from the delivery catheter. A new sensor and guide wire were used to complete the procedure. It could not be confirmed if any of the guide wire coating was left in the patient. No additional information was provided.